Event description:
The patient alleges the device reacts when the patient is near new hospitals, driving in certain areas, getting too close to the television, and radar guns. The patient indicated "something is wrong". Follow up was attempted to determine if the patient's allegations are related to the function of the device, but the patient has not been in to see the physician. Records indicate that the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.